Event description:
The endo dissect device broke while being used on the patient. No injury was observed and all pieces were removed from patient.====================== manufacturer response for roticulator endo dissect======================awaiting response.